Event description:
Customer reported that cartridges were not connecting to the pump properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.